Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information from social media coordinator. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any contact information, personal email and country of event for this consumer to perform follow up for investigation? Please advise if you may obtain any additional information.

Event description:
It was reported by the patient through social media that the patient underwent an unknown gynecological procedure on unknown date and the unknown mesh was implanted. It was also reported that the patient underwent three unspecified revision surgeries and experienced permanent unspecified body damage. It is unknown if device remains implanted. Additional information has been requested.